Event description:
It was reported that; patient was operated on (B)(6) lower lumbar. Then on (B)(6) patient was operated for an extension of construct to t10 from l1. Patient came in complaining of pain. Surgeon was going to revise construct but decided bone quality of patient was poor and doctor removed everything. As shown on x ray pelvic screw did not hold onto rod. Blocker was still in the pelvic screw. Taking the rods out the rod was also broken.

Manufacturer narrative:
Risk assessment; no lot # was provided, so a manufacturing record review could not be performed. Fusion of the vertebrae at certain levels had occurred, meaning the construct had served its purpose prior to fracturing. The most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that; patient was operated on (B)(6) lower lumbar. Then on (B)(6) patient was operated for an extension of construct to t10 from l1. Patient came in complaining of pain. Surgeon was going to revise construct but decided bone quality of patient was poor and doctor removed everything. As shown on x ray pelvic screw did not hold onto rod. Blocker was still in the pelvic screw. Taking the rods out the rod was also broken.